Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly. The complaint will be logged into the system for trending purposes. A review of the device build records indicate that there are no discrepancies noted in the build records for this lot.

Event description:
The double pigtail ureteral stent was inserted (B)(6) 2010, in the patient. The first removal attempt on (B)(6) 2010, with rigid cystoscope and was not successful; the stent would not uncoil and would buckle in the ureter and got stuck on the stone. The ureteral stent also got stuck in the boston amplatz guide wire but this was a known possibility. The patient returned on (B)(6) 2010 and the stent was removed unsuccessfully via an ureteroscopy. As of (B)(6) 2011, surgeon reported that the patient is fine.